Manufacturer narrative:
(B)(4). One used caresite valve, without packaging, was received for evaluation. Upon visual examination of the valve, an obstruction was found to be stuck inside the caresite valve injection site. The obstruction appeared to be a male luer tip likely broken off from another device. The caresite valve was also viewed under magnification and there was no evidence of any cracks or crazing lines on the valve itself. Although the root cause of this incident could not be determined, it appears the device that was connected to the caresite valve was subjected to an undue force or pressure during removal, causing the part to break off inside the caresite. The broken obstruction likely prohibited the caresite piston from closing properly and ultimately resulted in the chemo leakage reported. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a clave was inserted on the y-site closest to the patient of the huber needle system. The patient was receiving a chemo drug. It was noticed that the chemo drug was leaking from the top of the clave under the curos cap. The chemo leaked onto the patient's shirt and skin. The area was washed with soap and water. There was no redness or pain at the site.